Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white foreign objects in the air water cylinder and the air water tube could not be determined. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited white foreign objects in the air water cylinder and the air water tube there was no patient involvement.